Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the systems left monitor would intermittently go blank and the system had to be rebooted to regain function. This could cause the system to become intermittently unusable due to the inability to display a live image. There is no report of injury or death.